Event description:
It was reported on (B)(6) 2014 to integra that the inserter was damaged on (B)(6) 2014. Several requests for additional information were sent and on (B)(6) 2014, the following was received from the distributor: the device was in contact with the patient. There was no patient injury. There was a surgical delay of 10 minutes. One of the teeth of the implant inserter that should stabilize the cage in the right position was damaged during the surgeon's attempt to implant the cage during an anterior cervical discectomy and fusion (acdf). Since the device broke, the surgeon could not connect it properly and had to improvise with general instrumentation in order to implant the cage in the intervertebral space and finish the surgery. In addition, the surgeon could not use the inserter as an anti-torque when he needed to lock the screws into the cage. Patient age and gender were not provided. It was reported that the delay in the surgery time was not significant. The damaged inserter was not available to be returned to integra for investigation.

Manufacturer narrative:
Integra has completed their internal investigation on 11/19/2014. Results: the complete ibd inserter (pn 27-40-0000) was not returned therefore could not be evaluated by engineering. Additionally, no images of the device were provided for analysis. DHR review for lot w12167 concluded that the product was manufactured, inspected and accepted for use by the quality control department on 05/20/2013 and met all specified of the deceiving inspection report with no associated nonconformance specific to the product issue. In the past 12 months from the awareness date (09/02/2014), there have been 5 additional complaints on pn 27-40-0000 not functioning as intended. Conclusion: a root cause cannot be determined at this time with the given information. If more information is made available at a later date, the root cause will be re-assessed. Integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.